Event description:
It was reported that a peritoneal dialysis (pd) patient (pt) who performed therapy with a homechoice device (hc) experienced peritonitis manifested by cloudy fluid and subsequently passed away. The cause of death was due to a stroke per the death certificate. The cause of the peritonitis event was unknown. The pt was hospitalized for peritonitis. The peritonitis was treated with IV cephalexin and amikacin (dose and rate unknown). The pt was recovering from the peritonitis event at the time of death. Pd therapy was ongoing at the time of death however it was unknown if the pt was performing therapy on the homechoice (hc) at the time of death. It was unknown if an autopsy was performed. Additional information was requested but was not available.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device has been received by baxter, but the evaluation has not yet been completed. A follow-up report will be submitted upon completion of the evaluation or if any additional relevant information is received. Should additional relevant information become available, a follow-up will be submitted.

Manufacturer narrative:
(B)(4). A review of all batch record documents was performed for potentially associated lot numbers gd896316 and gd896290 with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition. The device was not returned and the lot number is unknown; therefore, a device analysis cannot be completed. Should additional relevant information become available, a follow-up will be submitted.